Event description:
It is reported that a customer was hospitalized for (B)(6) on (B)(6) 2014. The caller was customer's mother who stated that the patient's blood glucose level was not recorded at the time of hospitalization but the patient called the day before complaining of blood glucose as low as 42 mg/dl. The mother was told that medtronic will call back in 90 days to follow up. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.